Event description:
It was reported the pt's pump had stopped two times in the past when she had almost no medication left in the pump and needed to be hospitalized. The pt stated that it was due to an "air pocket". The pt indicated she did not hear an alarm. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).